Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The reported event of transmitter being stuck on the 4th led was confirmed, while the reported event one of the green contact strips inside the prong was black was not confirmed. Visual inspection revealed no damage to the outer plastic housing of the transmitter, ac power adapter, or the green contact strips in the ac power adapter. The unit powered on successfully, and booted up to 4th led indicating a software anomaly; however, unable to install the current software or perform the delete downgrade process due to a damaged usb port. Further inspection revealed no damage to the main printed circuit board (pcb) of the transmitter and no damage to the main pcb of the power adapter. The unit successfully powered on. There was no burn damage on the transmitter or the ac power adapter.

Event description:
It was reported that there was a power outage. The transmitter had 4 led on. One of the green strips inside the prongs looked black. The transmitter could not be used.

Event description:
It was reported that there was a power outage. The green strips inside the prongs look black. The transmitter could not be used.